Event description:
The customer stated that she fell and broke her wrists after experiencing a low blood glucose reading of 27 mg/dl. The customer stated that the insulin pump's display cracked when she fell. The customer was then taken to the hosp to have her blood glucose levels treated. The customer later stated that she had not eaten and had been more active when she experienced the low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.